Manufacturer narrative:
Evaluation results: other - the explanted stent graft was not returned for evaluation. Endoleak, migration. Disease progression resulting in aortic neck dilation. Conclusion: disease progression resulting in aortic neck dilation.

Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the patient's aortic neck had disease progression resulting in aortic neck dilation. It was reported that the stent graft migrated distally approximately 1 cm resulting in a type 1 endoleak. The physician elected to explant the device and convert the patient via an open surgical repair to a conventional graft. The explanted stent graft was not returned for evaluation. No additional clinical sequelae were reported and the patient is fine.